Event description:
In 1995, pt had catheter placed. Pt began c/o back pain, coughing, & her heart rate went up as b/p went down. Left thoracotomy, rt thoractomy, & median sternotomy performed which showed blood in chest. Lesions located & steps taken to control hemorraging.